Event description:
The customer reported the syringe leaked fluid onto the reagent carousel of the ortho provue analyzer during qc testing. The customer observed salt residue on the outside of the reagent carousel and the syringe. Although contamination of reagents did not occur, the customer indicated that the reagents were discarded as a precautionary measure; no erroneous results were reported. Fluid leak can lead to dilution of reagent, sample carry-over, cross contamination, and/or erroneous test results.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the cavro valve was rusted and had a build up of salt residue. The fe cleaned the valve and replaced syringe and wash station to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.